Event description:
A hospital staff member reported their open spine clamp has a stripped screw and requested a replacement. This was discovered outside of the clinical setting and did not involve a patient.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The suspect part was evaluated, and it was found that the adjustment screw threads and head are not stripped as reported. The clamp face is slightly bent to one side but this does not effect the normal travel. However, the tip of the adjustment screw is also bent at the retainer ring causing a hitch on each rotation of the screw, but only when opening the clamp. When closing the clamp, the bend is not in contact with the clamp face, so the rotation is smooth. A replacement clamp was sent to the site on (B)(4) 2012 for issue resolution.